Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, one of the wires detached from the basket when opened inside the patient. The physician removed the wire with a different basket, and completed the procedure with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine. Attempts to obtain additional information were unsuccessful.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, one of the wires detached from the basket when opened inside the patient. The physician removed the wire with a different basket, and completed the procedure with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed the introducer was on the proximal end of the outer sheath and the basket was detached from the wire sub-assembly. The detached fragment of the wire sub-assembly was bent. All of the basket wires were present and attached; however, one of the basket wires was bent/kinked approximately 3mm from the distal knot. The bent/kinked basket wire demonstrated signs it had been contacted by laser. The wire sub-assembly was detached approximately 12.1cm from the proximal side of the basket. The outer sheath was buckled/twisted for approximately 21cm starting at approximately 61cm from the distal end. The outer sheath was kinked in several locations along the working length. There was a torque mark present on the handle cap to indicate the application of the torquing process, and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated the slide would move freely. The handle cap was removed; the cap was tight. The handle cannula extended approximately 1mm from the proximal end of the pinch vise, which meets specification. The luer and handle cannula were removed from the handle. The wire sub-assembly could not be removed from the sheath sub-assembly due to the defects identified on the sheath. The wire sub-assembly could be moved enough to expose the splice cannula from the distal end of the sheath. The wire sub-assembly was detached/separated at the splice cannula and there was glue residue visible on the proximal end of the detached wire near the heat shrink. All of the crimps were present on the splice cannula to indicate that it was crimped properly during manufacturing. There were also impressions of the wire in the adhesive residue visible through the notch on the cannula. A dimensional verification was performed on sheath sub-assembly working lengthy and it measured approximately 119.3cm, which is below the lower specification limit (121.5cm ± .1cm). This is due to the defects identified on the outer sheath. The silver section measured approximately 4.41" (11.2cm), which exceeds the upper specification limit (4.0" ± .25"). A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.